Manufacturer narrative:
Siemens healthcare diagnostics regional support center (rsc) investigated the cause of the discordant, elevated gentamicin result on the viva-e analyser instrument. The cause of the discordant high gentamicin result was due to running a sample containing low levels of gentamicin following a sample containing elevated levels of gentamicin. The customer was running 20 samples and processed the affected sample after processing another patient sample having an extremely high gentamicin value (165.0 ug/ml). The gentamicin plus assay application sheet demonstrates that this circumstance can potentially cause carryover. Siemens rsc provided the information from the gentamicin application sheet, which the customer already had access to and which states: "carryover can occur with this assay when a negative sample or a sample containing low levels of gentamicin is assayed following a sample containing elevated levels of drug". Siemens attempted to obtain the lot number and expiration date of the affected gentamicin reagent and the customer has refused to provide the information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated gentamicin result was obtained on a patient sample on the viva-e analyser instrument. This result was provided to the physician, who questioned the result. The same patient sample was repeated the next day on the same viva-e analyser instrument and recovered within the expected patient range. The re-run result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated gentamicin result.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR (2517506-2017-00409) on april 19, 2017. June 16, 2017 corrected information: the information provided in manufacturer info in the original MDR is incorrect and this part has been updated to reflect the correct information.